Event description:
The account reported the bed exit would not set. The bed was located in engineering at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the account had installed the incorrect scale board (a board for a bed with no bed exit) in the bed, user error. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician supplied the account with the correct scale board and the customer installed the correct scale board to resolve the issue. Based on this info, no further action is required.